Manufacturer narrative:
Journal article title: differences in patient selection and outcomes between silverhawk atherectomy and laser ablation in the treatment of femoropopliteal in-stent restenosis: a retrospective analysis from a single center nicolas w. Shammas, md, ms1; gail a. Shammas, bsc, rn1; and michael jerin, phd.

Event description:
Between january 2005 and june 2010, 81 consecutive patients underwent directional atherectomy for femoropopliteal in stent restenosis(isr) lesions. Data were reviewed retrospectively on procedural outcomes, major adverse events, and 1-year target lesion revascularization (tlr) obtained from medical records and supplemented with telephone calls. Embolic filter protection was applied per operator preference including use of the spider fx device. It is reported that embolization occurred requiring treatment. It is reported that some patients experienced target vessel revascularization(tvr) and bailout stenting due to residual stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.